Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms as well as loss of capture and high pacing threshold measurements. The patient's morphology was also flat on the rv channel. The physician suspected the rv lead may be fractured. At this time, the rv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.